Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and device manufacturing date was added to h4. Additionally, a correction was made to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seventeen (17) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented by following instructions provided:  evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material clog in the suction cylinder. There were no reports of patient involvement.

Manufacturer narrative:
In addition to the reported in b5, the device evaluation found the following: the plastic distal end cover had dents and scratched on the edge, the biopsy channel was clogged, the insertion tube insulation was not to specification, and there was play in both control knobs due to stretched angle wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.